Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had 'purulent drainage' eluting from the incision site of the implantable pulse generator (ipg) pocket. It was also reported that the patient was experiencing a suspected pocket infection. The ipg, right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that blood and wound cultures were taken and the results were negative. It was also noted that the patient was (B)(6) colonized and has been since de-colonized. The patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.